Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice was received and analyzed. An event history log review discovered the presence of a system error (se) 2367 which occurred after the originally reported se 1031. No abnormalities were identified during internal/external inspections. Electrical safety testing revealed no issues. Functional tests were able to duplicate the se 2367 found in the logs. The software was updated, and a simulated therapy was performed successfully. The cause of the se 2367 was determined to be the software eproms. The eproms were scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.